Event description:
The dr claims that the graft was implanted as replacement graft. MDR ref# 6000072-2005-00050) the pt was administered 5000 i.e. Of heparin sodium before the replacement procedure. During the replacement procedure (left side axiofemoral bypass), after opening the clamps, the new graft leaked approx 250 ml of blood along its entire length. The bleeding was stopped with tabotamp-curotamp after the implantation and before closure. The graft was left in. The pt's post-operative condition was ok. The clinical outcome of the case was ok.